Manufacturer narrative:
Results: the pet lock was separated on the proximal end of the pusher assembly. The embolization coil was detached from the pusher assembly and was not returned for evaluation. The distal detachment tip (ddt) was undamaged. The pusher assembly was fractured approximately 5.0 cm from the proximal end. Multiple kinks and bends were present along the length of the pusher assembly. Conclusions: evaluation of the returned smart coil pusher assembly confirmed the pet lock was separated and the embolization coil was detached. A broken pet lock indicates a pull force was applied to the proximal end of the pusher assembly, typically in an attempt to detach the coil with a handle. Tortuous patient anatomy or kinks in the pusher assembly may cause a build-up of friction inside the pusher assembly hypotube, which can overcome the force able to be applied by the handle. Repositioning or retracting of the pc400 may alleviate some of this tension and allow the embolization coil to detach. Further evaluation revealed a fracture on the pusher assembly. This is likely as result of the reported manual detachment attempt reported in the complaint. Additional bends and kinks were present on the pusher assembly. Based on the reported complaint these kinks and bends are likely incidental to the complaint and may have occurred post procedure during packaging for return to penumbra. Evaluation of the returned handle revealed fully functional device. The handle was tested on the handle fixture and was within specification. According to the reported complaint, the handle successfully separated the pet lock on the proximal end of the smart coil. The inability for the coil to detach was likely a result of situational interactions with other devices being used and patient anatomy. The handle was within specification and was undamaged. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are visually inspected and functionally tested during incoming quality inspection.

Event description:
The patient was undergoing a coil embolization procedure in the left internal carotid artery-posterior communicating artery (ic-pc) using a penumbra smart coil and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced a smart coil in the target vessel using a non-penumbra microcatheter and attempted to detach it using a handle; however, the smart coil failed to detach. Although the physician observed that the black alignment zone was separated in half after the second detachment attempt, the smart coil failed to detach. Therefore, the physician manually pulled the pull wire of the smart coil pusher assembly; however, the smart coil did not detach. The physician then decided to remove the smart coil; however, during retraction, the smart coil unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached coil was removed. The procedure was completed using another microcatheter and coil. There was no report of an adverse effect to the patient.